Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Available device data were thoroughly analyzed. Based on the data the ventricular sensitivity was programmed to auto. In addition, the ventricular lead impedance trend showed a decrease of the ventricular lead impedance since (B)(6) 2022. Based on data available for analysis, no pacemaker malfunction was noted. However, the integrity of the lead cannot be assured. Should additional relevant information become available, the investigation will be updated.

Event description:
After an implantation period of approximately 18 months it was reported that loss of capture was observed. Ventricular sensibility was changed and device remains implanted. Should additional information be received, this file will be updated.